Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports that the 1st skin barrier that she took from the new box has a piece of heavy green plastic like material bonded to the outer side of just one side, the tape border. She used the barrier thinking it was new packaging. It would not come off. When she went to use others in the box she saw that they did not have the green piece. She noted reduced weartime with this barrier and 4 others in that box.